Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a fluid leak. This information was received from various sources. Both malfunctions involved a patient with no reported patient consequences. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. Both of the devices in addition to four photos have been returned for evaluation. The evaluation of the devices and the photos were inconclusive for leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10:g4 h11: h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Both of the devices in addition to one photo have been returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a fluid leak. This information was received from various sources. Both malfunctions involved a patient with no reported patient consequences. The patients' age, weight, and gender were not provided.